Event description:
Healthcare professional reported patient was injected a total of 12 ml with 5 ml in chin of juvéderm voluma® xc. Five days later, patient reported numbness in the right side of the chin, nasolabial fold and upper lip and pain in the chin. Three days after initial symptom onset, patient reported that numbness had expanded to the eye, ear, covering the whole right side of the face except for the the lower jaw, forehead, and temple. When hcp saw patient they noticed a subtle color difference between the two sides of their face with the effected side being a purple/deeper red, and a delayed capillary refill on the effected side. Hcp also noted a pocket of swelling in the parotid area and some small pustules near the nasolabial folds which looked more similar to an hsv. Hcp treated the patient with 10 vials of hyaluronidase in the chin and 2 in the cheek and preauricular area. By the end of the day, the numbness and pain had improved significantly. Patient was instructed to take a non-drowsy antihistamine in the morning, pepsid, and bendadryl at night and to use a warm compress. Over the next few days, the swelling from the hyaluronidase improved and the numbness/pain continued to decrease. At this time, the patient is still experiencing a small amount of tenderness.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.